Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 625cc saline prosthesis experienced right-sided deflation post procedure. The issue was diagnosed through patients¿ symptoms. The report indicates that patient with saline breast implants who has right breast deflation. She also wants to increase the volume to 800 ml, this was impossible because of the contraction of the tissues for which we had to perform a total capsulectomy of the dorsal side of the capsule. As a result, patient underwent unilateral replacement with r) cat: 3501695; lot-sn: (B)(6) on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on aug 02, 2023. Device evaluation completed on aug 09 , 2023. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual analysis of the returned sample sal smooth rnd diap 625cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).